Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces measuring 15.7, and 27.6 cm. External insulation abrasion was noted at 24.4-24.5 cm from the reference point consistent with lead friction to another device. The etfe coating was intact at this location. Electrical testing did not find any indication of conductor fractures. The distal portion was found to be shorted due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.